Manufacturer narrative:
The technician replaced the malfunctioning head drive to repair the bed.

Event description:
Info received indicates the head section of the bed will drift down with weight in the bed. The drift is very slow.